Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer reported being unable to adjust the light on the evis exera iii video system center. The customer stated that they will have to power off and on, and to do so, they must be at "manu". The customer was not sure if the issue affected all the scopes but stated that it was happening with 180 scopes. Tac instructed the customer to try a different cable and to also check the light guide cable on the back between the cv-190/evis exera iii video system center and the clv-190/evis exera iii xenon light source. The customer had just replaced the bulb but was not using an olympus bulb. Subsequently, the customer stated the issue was resolved due to the light source cable having been disconnected. Additionally, due to the light adjustment issue, error code e402 was appearing in two rooms. The tac technician walked the customer through how to change the settings to clear that error. The customer called back to request help with connecting the cv-190/evis exera iii video system center to the oep-4/color printer. Tac instructed the customer on how to clean the dust from the units and how to connect the video system center to the color printer. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the inability to adjust the light intensity could not be identified. However, it¿s likely the cause is related to a misconnection of the cable connecting the device and the clv-190. Olympus will continue to monitor field performance for this device.